Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2011, the primary surgery was performed via tha for left with the implants. On (B)(6) 2021, the revision surgery was performed due to loosening. It seemed that there was a pseudotumor. In the revision, the implants were replaced with new implants. The details of the implants are unknown. No further information is available.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : examination of the returned device did not identify any product defects or anomalies. Depuy considers the investigation closed. Should additional info be received, the investigation will be re-opened as necessary. Device history lot : the alleged adverse symptoms, and the product code reported, are associated with the articulation between depuy metal-on-metal products. Per wi-3430, it has been determined that should additional reports be identified for related metal-on-metal complications, a device history record (DHR) review is not required. Therefore, a complaint database search and/or device manufacturing review will not be performed for the reported product associated with this investigation.